Manufacturer narrative:
A review of the probe manufacturing records indicate that the probe met all specifications. The probe was not returned for analysis. The narrative is suggestive of excessive lateral force applied to the probe resulting in the tip break. No additional investigation is planned.

Event description:
The physician was using a certuspr15 probe to ablate a soft tissue lesion in the femur of a patient of unknown age and gender. A 13 gauge introducer was used to access the target tissue in the bone. The pr15 probe was placed through the introducer. Prior to delivering energy, the introducer was removed from the bone resulting in lateral force applied to the pr15 probe tip. The tip broke and the physician elected to leave the tip in the bone. A second pr15 was used to complete the ablation without further incident.